Manufacturer narrative:
(B)(4). Event is on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask or wash his hands prior to starting therapy. The patient was hospitalized for the event and treated with gentamycin (intraperitoneal, dose, frequency, and duration not reported) and fortaz (intraperitoneal, dose, frequency, and duration not reported). The patient was retrained on proper aseptic technique. At the time of this report, the patient was reported to be discharged from the hospital and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available at this time.